Manufacturer narrative:
The console was evaluated and repaired in the field on july 04, 2018. The field service engineer (fse) was unable to reproduce the error. However, it was noticed in the error log that the laser received error 173 and 866. A complete calibration was performed to correct the issue. The laser passed the electric safety test. Preventative maintenance (pm) was also performed at this time. Laser works according to boston scientific.

Event description:
It was reported that during startup the system received error 173. The system was restarted several times and the error appeared midway of startup. The device was not able to be used due to the error. A patient was present and the procedure was cancelled. There was no report of injury to the patient.